Manufacturer narrative:
Concomitant medical products: product ID a3dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appeared to be undersensing and had slowly decreasing impedance and the right ventricular (rv) lead had slowly increasing impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.